Manufacturer narrative:
Follow-up #1: date of submission 05/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/29/2016 with the following findings: product evaluation was conducted and the alleged ¿no power¿ complaint could not be duplicated. The battery cap was able to fully tighten. The review of the black box data showed evidence of unexplained power reboots. However, during the actual testing, the pump was exercised with the returned battery cap for 24 hours with no power reboots, no loss of power or any call service alarm occurrences. Unrelated to the original complaint, the display was dim and discolored. The battery compartment was cracked below the grip pad. There was evidence of moisture contamination inside the battery compartment. A leak test was performed and showed a leak at the crack in the pump casing. The pump case was cracked in the upper right hand corner of the display area. Upon removal of the pump case, there was no evidence of additional moisture internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. The reporter denied any damages to the battery compartment and the battery cap. In addition, reportedly, there was no moisture in the pump. The reporter changed the battery; however, the "no power" issue remained unresolved. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.